Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b5; e1; e2; e3; g3; h2; h6. An investigation into the reported malfunction is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a rosa knee case, a forces sensor error and unintended robotic arm drifting was experienced. The procedure was completed utilizing the robot with no further issues. A slight delay occurred once a calibration error appeared, but it was cleared and the case proceeded. No patient impact. Investigation logs found faulty ft sensor cable and daq card causing drifting intermittently. A field service engineer went on site to replace the faulty daq card and cable. The engineer confirmed the new daq card in nimax, ft sensor tested, arm accuracy test, and applicative test all passed. The unit is fully functional.

Manufacturer narrative:
(B)(4). An investigation into the reported malfunction is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a rosa knee case, a forces sensor error and unintended robotic arm drifting was experienced. No harm or impact reported. Investigation logs found faulty ft sensor cable and daq card causing drifting intermittently. A field service engineer went on site to replace the faulty daq card and cable. The engineer confirmed the new daq card in nimax, ft sensor tested, arm accuracy test, and applicative test all passed. The unit is fully functional. Due diligence is in progress for this complaint; to date no additional information or product has been received.